Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing was observed. The ICD was reprogrammed. The patient will continue with follow ups with the physician.